Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 203. The cause for the failure was isolated to a damaged c19 capacitor on the defibrillator pca. The root cause for the damaged c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was experiencing discharge profile faults.